Event description:
Amo complete caused a severe infection in my eye. I am leaving on a trip tonight and can barely see. My daughter has also contracted an eye infection from a different bottle of the same product. Our doctor has advised us of the recall. Dates of use. Two weeks in 2007. Diagnosis or reason for use: contacts.